Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, r wave amplitude variation was observed on the right ventricular (rv) lead. During subsequent follow-up, oversensing on the rv lead led to the delivery of inappropriate high voltage therapy. During lead revision, the rv lead was capped and replaced. A drop in sensing occurred after connecting the new rv lead to the device. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2938836-2020-06799.